Event description:
It was reported that during the device implant procedure, there was intermittent t-wave oversensing (twos) when the device was turned on and was left ventricular (lv) only pacing and when performing lv thresholds. Sensitivity was reprogrammed and the device and lead both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 4196-88, implanted: 2010-(B)(6); 6947-65, implanted: 2010-(B)(6). (B)(4).